Event description:
Information was received indicating that this smiths medical cadd solis vip pump downstream sensor bubbled up. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
One cadd-solis vip pump was returned for analysis in good condition. The event history log was reviewed; no discrepancies were found. Upon visual inspection of the pump, dso seal was bubbled. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.